Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck of the chuck with key device was seized and the device was frozen/would not move. It was further observed that the device had illegible etch and did not function. It was further determined that the device failed pretest for general condition, marking and labeling, checking drill chuck with key, checking the maximum range and minimum range of tool coupling, and checking general function in running mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of device being frozen/not moving due to chuck being seized identified during service and evaluation is confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).